Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was confirmed that the subject device was returned to olympus without undergoing/completing reprocessing by the user, leading to foreign material residing in the nozzle and white residue adhered near the nozzle, which could not be identified. Therefore, the nature of the foreign material remains undetermined. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white residue and clogged nozzle with foreign material. There were no reports of patient involvement.